Event description:
The complaint is reported as "at the time of performing puncture to perform catheterization of the subclavian vein, twisting occurs with detachment of the needle that is coupled to channel the vein. (Needle breaks). It is carefully removed with the needle to prevent it from remaining in the patient, this procedure is not performed again." No patient harm was reported. The patient's condition is reported as fine. The needle was removed in its entirety.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and three findings were identified. Three non-conformances were found all for the issue of syringe/needle connection not secure in. This failure mode is not relevant to this complaint investigation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as "at the time of performing puncture to perform catheterization of the subclavian vein, twisting occurs with detachment of the needle that is coupled to channel the vein. (Needle breaks). It is carefully removed with the needle to prevent it from remaining in the patient, this procedure is not performed again." No patient harm was reported. The patient's condition is reported as fine. The needle was removed in its entirety.

Manufacturer narrative:
(B)(4).